Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the service indication and several fault codes logged in the memory. Physio replaced the therapy, system/memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced system/memory pcb assembly and determined the root cause of malfunction to be a shorted and burned transistor, q151, from the system pcb. The malfunction affected defibrillation therapy delivery. There was no failure found with the removed therapy pcb assembly.

Event description:
It was reported that the device had a service indication and several fault codes logged in the memory indicating critical defibrillation therapy failure. There was no report of patient involvement with incident.